Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain / pain") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included gravida ii, parity 2 and cesarean section in 2004. Concurrent conditions included uterine prolapse, cervical dysplasia, nausea, itching and anxiety. Concomitant products included antihistamines, azithromycin (zithromax z-pack), benzalkonium chloride (cremeal), codeine, morphine and vicodin (lortab). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), mood swings ("hormonal changes: mood swings"), diarrhoea ("diarrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain/ cramping / abdominal pain"), back pain ("back pain"), menorrhagia ("severe menstrual flow / abnormal bleeding menorrhagia/ abnormally heacy menstrual bleeding, abnormally long duration of menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) yeast, vaginal.") With vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6)2011). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain lower, mood swings, urinary tract infection, fatigue, headache, abdominal pain, back pain and vulvovaginal mycotic infection outcome was unknown and the pelvic pain, diarrhoea, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pains, mood changes, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record was received events added from pfs- hormonal changes, abnormal bleeding vaginal, urinary tract infections, yeast infection, vaginal infection, migraines, headaches, back pain, dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, fatigue, mood changes. And abnormal bleeding menorrhagia, dysmenorrhea (cramping) was clubbed for previous events, reporter information, concomitant disease was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain/ cramping"), menorrhagia ("severe menstrual flow") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (hysterectomy in (B)(6) 2010). Essure was withdrawn. At the time of the report, the abdominal pain lower, abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, abdominal pain, menorrhagia and dysmenorrhoea to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower abdominal pain. A hysterectomy was performed on the same year of insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience lower abdominal pain. Considering the nature of the event and positive temporal relationship, causality cannot be excluded. This case was regarded as incident since a hysterectomy was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower abdominal pain. A hysterectomy was performed on the same year of insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience lower abdominal pain. Considering the nature of the event and positive temporal relationship, causality cannot be excluded. This case was regarded as incident since a hysterectomy was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.